Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument was analyzed and found to have a frayed grip cable. Visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test . The instrument was placed and driven on an in-house system. The instrument passed delivered energy 3 out of 3 attempts.the complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.